Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was not having any symptoms when he suddenly lost consciousness. The patient¿s wife stated the patient regained consciousness on his own right afterward with no treatment. The cgm was reading 186 mg/dl at this time. No bg meter comparison was taken. The patient¿s wife called ems. Once ems arrived, the patient¿s bg meter reading was found to be 42 mg/dl. At some point, the patient¿s wife treated the patient with a few teaspoons of honey. No medication or treatment was provided to the patient by ems. The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.